Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that bd precisionglide¿ needle leaked insulin during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: unknown. It was reported that insulin was leaking out of the syringe and needle due to the needle not being tightly secured to the syringe. Per (B)(4): description of issue: customer reported that insulin was leaking out of syringe/needle on event date, per customer. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Product lot number: customer unable to provide. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? None. Resolution: customer stated that the needle was not tightly secured onto syringe. Cts advised customer to ensure that needle is tightly secured onto syringe before loading syringe with insulin to ensure that syringe/needle does not leak. Customer acknowledged and was satisfied, and was able to load cartridge successfully. Customer was satisfied.